Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. The customer reported that the patient death was not attributed to the iab or iabp. The customer evaluated the iabp, and reported there was no malfunction verified. Additionally, there were no parts replaced or returned.

Event description:
The intra-aortic balloon (iab) catheter was inserted during cardiac arrest and the intra-aortic balloon pump (iabp) alarmed autofill failure. The customer reported that the patient was coding in the cardiac cath lab and a iab catheter was inserted during the code. The cs300 iabp alarmed autofill failure, but therapy was never started. Per the customer, the iabp did not cause the death. The customer checked the iabp post code with a trainer. The iab and the iabp functioned properly. The date of death was not disclosed. The customer is not attributing the death to iabp. Additionally the iab FDA submission related to this event is being reported under number 2248146-2017-00047.